Event description:
In (B)(6) 2009, I had the "essure" surgery to prevent getting pregnant. In (B)(6) of same year, I had an unwanted pregnancy. After birth, I had my tubes removed and at the time thought the essure device. Over the next 2 years, I had severe pain in my side, clots, heavy bleeding, and headaches. Finally, this year in 2013, I had a hysterectomy and removed the essure device. Since then, all my symptoms have gone away.